Event description:
It was reported that the tip cover accessory transparent part was noted to move upwards (at the top near the scissor-cover) during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tip cover instrument accessory was damaged. The tip cover was torn at the clear colored portion. This could have been caused by contact with the scissor. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusions: the tip cover instrument accessory moved upwards during a da vinci surgical procedure.